Manufacturer narrative:
(B)(4). The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode was hospitalized after receiving another inappropriate shock from the device. The previous inappropriate shock occurred in 2018 and the sense vector had been reprogrammed from secondary to primary, which resolved the issue. Now in (B)(6) 2020 the inappropriate shock episode showed a high-amplitude deflection artifact in combination with a baseline shift and sudden drop in signal amplitude. This morphology was consistent with an issue with the sense b node, which could normally be resolved by reprogramming the vector to secondary. As that would not be possible for this patient due to the previous inappropriate therapy, technical services recommended thorough troubleshooting to recreate the artifacts observed in the recent episode. If the artifacts are recreated in the primary vector but not in the secondary vector, impairment of the contact in the device header to the contact of sensing b conductor seems most likely. The system remains implanted pending troubleshooting and resolution. No additional adverse patient effects were reported. The device and electrode were explanted and replaced with a new s-ICD system three days later. The explanted products were expected to be returned for analysis. Despite the patient undergoing surgical intervention, there were no patient complications reported during or following the procedure.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode was hospitalized after receiving another inappropriate shock from the device. The previous inappropriate shock occurred in 2018 and the sense vector had been reprogrammed from secondary to primary, which resolved the issue. Now in (B)(6) 2020 the inappropriate shock episode showed a high-amplitude deflection artifact in combination with a baseline shift and sudden drop in signal amplitude. This morphology was consistent with an issue with the sense b node, which could normally be resolved by reprogramming the vector to secondary. As that would not be possible for this patient due to the previous inappropriate therapy, technical services recommended thorough troubleshooting to recreate the artifacts observed in the recent episode. If the artifacts are recreated in the primary vector but not in the secondary vector, impairment of the contact in the device header to the contact of sensing b conductor seems most likely. The system remains implanted pending troubleshooting and resolution. No additional adverse patient effects were reported. The device and electrode were explanted and replaced with a new s-ICD system three days later. The explanted products were returned for analysis. Despite the patient undergoing surgical intervention, there were no patient complications reported during or following the procedure.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise, oversensing, and inappropriate shock therapy.